Event description:
The customer's mother reported that her daughter's freestyle lite meter was reading 20 points lower than the lab value and the customer went to the hospital. The customer lost consciousness and was diagnosed with diabetic ketoacidosis. It is unk what treatment was given to the customer. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.